Manufacturer narrative:
Retainer ring =black. Customer returned insulin pump for an alleged unresponsive keypad issue, pump error 68 and moisture damage found on sep 27, 2021. Device received with unresponsive keypad located at every button. Unable to perform the displacement test and self test due to unresponsive keypad. Device was cut open to perform visual inspection and found corroded keypad traces. Swapped out case and successfully downloaded history files and traces. Stuck button alarm was found in the history files on sep 27, 2021 at 12;13,12:16, 12:23, 13:23 and 13:32 due to corroded keypad traces. Pump error 68 was found in the history file on sep 27, 2021 13:29, 13:41, 13:51, 13:56, 14:06 and 14:08 due to trace check error after power reset. Pump did not pass the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, scratched case and minor scratches on lcd window. In summary, customers alleged moisture damage was confirmed by visual inspection where a corroded keypad trace was noted. Pump error 68 was confirmed in the download history due to a trace check error after pump reset. Unresponsive keypad due to corroded keypad traces. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm and pump error. Customer states they did not press a button down for 3 minutes or longer. Customer went to ocean for swimming. No sign of moisture was present. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.